Event description:
Pt's right internal iliac artery was coil embolized two weeks prior to the zenith implant procedure. The zenith main body graft was introduced via the pt's right femoral artery. The three-piece modular graft was implanted with the ipsilateral iliac leg graft extending into the external iliac artery as planned. Post angiogram performed of the device placement revealed a type I endoleak, whose origin could not clearly be identified. The flush noted appeared ot originate near the bifurcation, but it seemed possible that the weak internal iliac artery on the left side might be causing back-flo into the aneurysm. An iliac leg extension was deployed slightly above the bifurcation on the left side, inside the contralateral leg graft to resolve the endoleak. Endoleak was still visible. It was then determined that the endoleak might be originating on the right side, and an iliac leg extension was deplopyed distal to th ipsilateral leg graft, extending the graft length further into the external iliac artery. Endoleak still prevalent. A main body graft just above the bifurcation of the graft. Complete angiogram noted a resolve of the endoleak. Procedure concluded.